Event description:
The customer reported the collimator will not rotate. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. System operates as intended. (B) (4).